Event description:
During a follow up phone call from a separately reported issue, it was reported by the peritoneal dialysis nurse the pt had expired during peritoneal dialysis treatment on (B)(6) 2013. The pt was reported to have been ill, bed-ridden and in failing health "for a long time". The death was not unexpected. There is no allegation against the product.

Manufacturer narrative:
This is part of a system level review. Patient with end stage renal disease on continuous cycling peritoneal dialysis (ccpd) with significant co-morbidities, in failing health "for a long time" (per rn reporter) and high risk for cardiovascular mortality. Reportedly, death was not an unexpected event for this pt. There are no reported product malfunction allegations. Medical record review is complete and treatment sheets shows no abnormal findings. The complainant facility was unable to provide a sample for evaluation and the lot number has not been obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record did not reveal a probable cause for the customer complaint. Therefore, the reported complaint is not confirmed. It is highly unlikely ccpd would have caused or contributed to his cardiovascular event. This event is being reported as death during ccpd with no history of device malfunction.